Event description:
It was reported that during a nephrectomy procedure, using a blue cartridge, first firing the jaw opened slightly when firing. The staples were deployed unformed. They did not report anything regarding the cut. A second device was opened to complete the case. No patient consequences were reported. There is no additional information available regarding the event.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse45a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.